Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during dwell 4. The technical service representative (tsr) assisted the home patient (hp) with cycling the power and explained the alarms. The hp stated they were connected at the time of the alarm and there was an open clamp on the unused supply line. The hp was to inform their nurse of the alarm and the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed for use error, and the root cause was determined to be an open clamp. The patient reported having a clamp open on an unused supply line during therapy which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.